Event description:
It was reported that the customer mentioned that they had incidents of 24 hour chemotherapy infusions running longer than indicated by volume of bag over duration. There was no information on patient impact.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.